Event description:
A consumer (who is a nurse) reported that following intraocular lens (iol) implant surgery, she is "going blind from apparent degeneration of my lens." She reported her visual acuity has gone from 20/20 to 20/100. She described her issue as "like looking through water, cloudy, like glasses smudged with greasy fingers." She indicated that two surgeons have seen the lens and have noted the "abnormality." Additional info was received from the consumer who reported the lens was implanted seven yrs ago and she first noticed "fuzzy" vision two or three yrs later. She indicated that one surgeon told her the lens "did not look right" and another surgeon told her the lens looked to be a different color than usual. The consumer also reported that her vision is getting worse to the point that it is affecting her ability to read street signs and at times, she does not even attempt to drive. She sees distortions in colors and is not able to tell the difference between dark brown, dark purple, dark blue and black; and lately, she noticed that the color orange is not as sharp. She reported the surgeon does not want to explant the lens. Additional info has been requested from the surgeon.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested on 05/31/2012 and 06/06/2012 by phone, fax, and mail. Additional info was received from the consumer on 05/29/2012 by phone. A completed questionaire has not been received from the surgeon. (B)(4).